Manufacturer narrative:
On (B)(6) 2018 haemonetics was made aware of an incident involving a burning smell and discoloration within the centrifuge of a nexsys pcs device. The customer's on-site technician reported that this was observed during the post protocol and provided some photographs for evidence of component failure. Based on the technician's description of the defect and the photographs provided, haemonetics has sent a replacement centrifuge to be installed by the technician. The on-site technician will perform the repairs and calibrations necessary to ensure that the device meets all specifications prior to being returned to service. The device is designed such that it is necessary to pass the post protocol prior to starting any procedure, if the post is failed then it is impossible for the device to initiate any procedure until it has been repaired and the post was successfully passed. The post protocol is designed to detect any hardware failures to prevent an injury to the donor or device operator as a result of hardware failure. There was no injury associated with this incident, however haemonetics has previously reported instances of thermal decomposition, as a result this incident is deemed reportable.

Event description:
On (B)(6) 2018 haemonetics was made aware of a nex sys pcs device which was observed to have some discoloration and a burning smell within the centrifuge area. This was discovered during the power on self test (post) protocol prior to a donor being introduced to the system. There were no injuries as a result of the incident. A replacement centrifuge has been ordered for resolution.